Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and showed the effluent line post pump was disconnected from the support plate. There is no trace of solvent on the locations of the plate or tube segment. This indicates that no solvent was applied on the line during assembly step. The reported condition is verified. The cause of the condition was identified as an operator error. The involved operator is no longer an employee. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed during treatment with a prismaflex st150 set. It was reported the "connector was leaky" and "it was realized very early so that no blood could escape". There was no report of patient injury or medical intervention associated with this event. No additional information is available.